Event description:
On (B)(6) 2022, it was reported by a distributor via email that an ar-1589rt tightrope button extender disengaged from the tightrope at some point between the procedure and the post operative. The case was completed successfully and the button remains inside the patient without issues. This was discovered during a post operative x-ray from an acl procedure. Surgeon does not think that patient will require a revision surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.